Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse detailed the integrated multisensor technology system and the customer adjusted the pump rate. The customer ran quality controls, all of which were within range. The cause of the discordant sodium results is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium results were obtained on multiple patient samples on a dimension exl 200 instrument. The initial results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument and the repeat results were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant sodium results.